Manufacturer narrative:
Retract: during investigation it was discovered that the event reported in MDR 2937457-2015-01767 was also reported in MDR 1225714-2016-00001. There was only a single device involved in the event of death. All further information and evaluation will be reported as a follow-up to MDR 1225714-2016-00001.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation and/or receipt and review of medical patient's medical records.

Event description:
A letter of correspondence was sent to a home hemodialysis patient. In return, a note from the patient's spouse was received indicating she had expired on (B)(6) 2014. The spouse was contacted to follow up regarding the patient's death. No further information or cause of death was provided. As of the present time, there is no additional information regarding the type of hemodialysis machine that was used prior to the patient's death. A medical records have been requested but not yet received.